Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 200cc and experienced rupture and capsular contracture baker grade IV on the right side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 200cc, catalog number: 3502001bc, serial number: (B)(4), lot number: 7330656 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device, a tear and an area of missing material were observed in the anterior view measuring approximately 2.7 cm and 0.4 x 0.8 cm respectively, some areas of shell abrasion were also noted. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Shell abrasion suggesting in-vivo folding or creasing of the device, may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).